Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)?. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon's name, contact information and sign release of medical information form attached. ¿ adverse events associated with patient's pelvic surgery reported via mw # 2210968-2021-03013.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date in 2010 and the mesh was implanted. It was reported that the surgery went from under her breast to her vagina, and the mesh is poking out of her. It was reported that the hernia mesh was on the recall list. It was reported that the patient had hernia surgery 15 to 20 times, and the patient is having issues from that. At this time patient does not have an infection.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021 additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon's name, contact information and sign release of medical information form attached. Signed copy of patient authorization form has been received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide your surgeon's name, contact information so ethicon can obtain more clinical information to be used for a product quality complaint investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (b))(4) date sent to the FDA: 4/30/2021 corrected information: h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.